Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to symptomatic rectocele (with old perineal laceration) and cystocele, symptomatic mildly redundant labia minora, sui. It was reported that patient underwent mesh revision/removal (revision of posterior repair) on (B)(6) 2008 due to mesh erosion. It was reported that patient underwent mesh excision on (B)(6) 2013 due to mesh erosion and pelvic pain. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to prolapse and incontinence. It was reported that following insertion the patient experienced vaginal erosion, frequency and itching. It was reported that patient underwent vaginal mesh excision, vulvar biopsy and cystoscopy on (B)(6) 2015 for vaginal mesh erosion and lichen sclerosus. No additional information was provided.